Manufacturer narrative:
Physio-control has performed several attempts to reach the customer regarding the status of the device but no response appears forthcoming.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will have a white display intermittently.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.